Manufacturer narrative:
Additional information was received on 04-jun-2024. It was reported that there was an hour delay and in the physician¿s opinion, the delay did not result in any patient consequence. There was no intervention required due to the delay. Correction: on 27-jun-2024 it was noticed the incorrect date of 08-may-2024 was reported in field "g3. Date received by manufacturer" of the 3500a initial medwatch report. Please consider the correct date to be 14-may-2024. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of a carto® 3 system and the ECG signal had been noisy. During the afib ablation, the physician was not able to map sometimes and when changing cable or catheter, the issue remained. They tried moving the ECG cable and the issue remained. Pushing on the socket made it better. The physician tried to exit and re-opened the case, turned off the patient interface unit (piu) and workstation and the generator, however, the issue was not resolved. The physician managed to complete the case with the issue which was intermittent. There was no patient consequence. Additional information was received. It was indicated that the signal interference (noise) was observed on all ECG (body surface (bs) + intracardiac (ic)) on both carto and recording systems. The physician did not have any intact ECG signal available to monitor the patient heart rhythm. The catheter was inside the patient¿s body during the signal interference. The bs ECG cable was not replaced.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of a carto® 3 system and the ECG signal had been noisy. During the afib ablation, the physician was not able to map sometimes and when changing cable or catheter, the issue remained. They tried moving the ECG cable and the issue remained. Pushing on the socket made it better. The physician tried to exit and re-opened the case, turned off the patient interface unit (piu) and workstation and the generator, however, the issue was not resolved. The physician managed to complete the case with the issue which was intermittent. There was no patient consequence. Additional information was received. It was indicated that the signal interference (noise) was observed on all ECG (body surface (bs) + intracardiac (ic)) on both carto and recording systems. The physician did not have any intact ECG signal available to monitor the patient heart rhythm. The catheter was inside the patient¿s body during the signal interference. The bs ECG cable was not replaced. Hardware evaluation details: the biosense webster inc. (Bwi) field service engineer (fse) followed up with the bwi representative and confirmed that the signal noise issue was not reproducible during additional procedures. A replacement bs ECG cable was sent per customer's request. The system is ready for use. The suspected bs ECG cable was sent to the manufacturer for investigation. The cable was tested; however, the reported issue was not duplicated. The history of customer complaints reported during the last year associated with carto 3 system #11522 was reviewed and one additional complaint similar to the reported issue was found. The manufacturing record evaluation was performed on carto 3 system #11522, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).